Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and dim display. This report is made based on the results of an investigation completed on 8/3/06.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 09/08/2016: the device was returned to animas and evaluated by product analysis on 08/15/2016 with rhe following results:the black box contain no power on reset. Time and date reset to default was duplicated during investigation. Pump was open to investigate, the internal battery component was leaking. Unrelated, there was a dim pink display and the battery compartment cracked above grip pad. (B)(4).